Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014, at 21:36:52. During night drain cycle five, the patient's ultrafiltration reading was 1231ml, indicating the home patient (hp) drained 1156ml more than their maximum programmed fill volume of 1500ml. No additional information is available.